Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned and tested for suture knot tensile strength and the results obtained were above requirements. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right carotid endarterectomy procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, prior to discharge from the hospital, the patient suddenly presented with a massive external bleeding at the incision level together with a large hematoma of the neck below the incision. A compressive maneuver was performed and a reoperation was started immediately. The hematoma was evacuated. The reason for this massive hemorrhage was a 1.5 cm long leak coming from the sutured carotid in its lower third. The continuous suture appeared to be broken in the middle. The surgeon clamped the vessel and repaired the arterial wound with suture. The repair was successful. About three liters of blood was lost. The patient was sent to the intensive care unit. The patient's condition was poor and eventually worsened until he died three days after the re-operation. The reason for the death was progressive heart failure, due to low output, leading to ischemia of the lower limbs and the brain.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch dhp229 mfg date: 07/20/2011, exp date: 07/31/2016.batch djh064 mfg date: 08/31/2011, exp date: 07/31/2016.